Event description:
The customer reported that the system locked-up during a case. The footswitch was not working and wiring was exposed on the rui.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the gib, ffb, rui, footswitch and generator ps1. He reloaded the config and calibration files then adjusted the ps1 for 5.05vdc at ffb. The system operates as intended.